Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced an air embolism. At this time, the cause and severity of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported by a physician that a patient underwent an ion endoluminal lung biopsy procedure and experienced an air embolism. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to contact the physician to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
It was reported by a physician that a patient underwent an ion endoluminal lung biopsy procedure and experienced an air embolism. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to contact the physician to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced an air embolism. At this time, the cause and severity of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.